Event description:
It was reported that during a ureteroscopic lithotripsy procedure, black spots appeared on the fiber. The procedure was completed using another fiber. There were no patient complications reported. Laboratory analysis of the returned fiber identified distorted light exiting the connector indicating an internal connector fracture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The fiber tip was degraded and there were burn marks on the fiber jacket. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. However, analysis of the returned fiber identified that the aiming beam was weak as there was distorted light exiting the connector face. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Based on all information available, the fiber connector fracture is not related to the reported event of black spots on the fiber.